Event description:
(B)(4) study. Same case as 2134265-2011-04119. It was reported that following a coronary artery stenting treatment procedure unstable angina occurred. Lesion 1 was located in the proximal left anterior descending (prox lad) artery with 98% stenosis and was 12 mm long with a reference vessel diameter of 3.0 mm. The physician treated the lesion with pre-dilatation and implanting a 3.0 x 20 mm taxus liberte stent with 0% residual stenosis and post-dilatation. Lesion 2 was located in the middle left anterior descending artery with 95% stenosis and was 8 mm long with a reference vessel diameter of 2.50 mm. The physician treated the lesion with pre-dilatation and implanting a 2. 5 x 12 mm taxus liberte stent with 0% residual stenosis and post-dilatation. The patient was discharged the next day on aspirin and prasugrel. At 181 days post index procedure the patient presented with a bruise on right thigh. At 184 days post index procedure the patient presented with unstable angina and cardiac catheterization was recommended. Five days later, CABG was performed on the prox lad. The patient was discharged 6 days later.

Event description:
It was further reported that the event was resolved without residual effects.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that lesion 2 was located in the distal left anterior descending (lad) artery, not the mid lad as initially reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2011 the patient underwent 2-vessel coronary artery bypass grafting with lima to lad and svg to om. The patient was discharged on aspirin.